Manufacturer narrative:
Through the 2019 FDA inspection, it was identified that while ad-tech was evaluating reportability for actual events in which death or serious injury had occurred, ad-tech had failed to submit events in which a malfunction was reported and could result in a serious injury if the event were to recur. As part of the investigation, a two (2) year retrospective review of complaints was performed to determine which complaints required submission of an MDR.

Event description:
An ad-tech clinical specialist attending a case at a user facility reported that a drill bit began smoking during use. They switched to another drill and continued the case successfully. There was no report of patient harm.